Event description:
Father reported that the infusion set was changed with 160u and twenty minutes later the device alarmed low reservoir. Customer was taken to the hospital and released after forty five minutes. It was mentioned that customer's blood glucose was not low. It also was indicated that customer just started the pump three days prior to the call. Customer was not sure if old reservoir was being used again. Reviewed prime history and priming process. Advised customer to monitor bgs and call back as needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.